Event description:
The customer reported that the system generator was overheated and the system would not come up. An alternate system was required to finish the case. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator driver board was replaced and a generator and filament calibration were performed. The system was then found to be operating as intended.